Event description:
It was reported that far p-wave oversensing was observed via remote transmission. Programming changes were recommended. During follow-up, loss of capture and low r-waves were observed. Fluoroscopy revealed dislodgement. The lead was explanted and replaced without further complications.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.